Manufacturer narrative:
The lvad was returned to the MFR for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt passed away on (B)(6) 2012. The pt's cause of death was suspected pump thrombus. It was also noted that during the pump explant, there was a suspect pump end bend relief fracture.